Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by fever, abdominal pain, and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with amikacin (500mg; route, frequency and duration not reported), piperacilin tazobactom (dose, route, frequency and duration not reported), and meropenem (1gm; route, frequency and duration not reported) for peritonitis. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient's effluent remains cloudy and the patient is not recovering. No additional information is available.